Event description:
Silicone gel breast implant ruptured during rptr's sleep in 12/89. She was told by her dr that there was nothing to be concerned about as it was just filled with a saline solution which would be filtered into her blood stream with no problem. She learned in 3/93 that the implant was silicone. She suspects that a vascular anomaly from t3 to l1 found in 1987 in a draining vein in her back has this silicone solution in it and this is cause of severe back pain that has gradually worsened since 1979. She is having pain in entire right side and headaches, and when she sits she feels like she will pass out and get dizzy. She also has a splenic lobulation or lump on spleen with pain under left breast and rib. Since she only learned in 1993 that she had a silicone breast implant that ruptured in 1979, her major concern is a correct medical evaluation with the proper treatment for (1) a lump on her spleen, (2) a vascular lesion in her back from t-3 to l-1 and (3) increased pain in left side under rib cage and breast area with a lump on her breast. It is very clear to her that even if she has the breast implants removed, she will still have the lump on her spleen and the vascular lesion (possibly with silicone in this mess) in her body with problems in the functioning of her bladder, digestive system and possibly other organs not functioning correctly. Per follow-up received on 12/8/94: rptr became very ill suddenly and went to see a rheumatologist. She was very tired and all her muscles were aching. Dr ordered some blood tests and her ana test was positive along with a positive muscle enzyme test. (*)